Manufacturer narrative:
Findings: scratched casing, minor scratches on lcd window, pillowing keypad overlay, scratch on keypad overlay texture and melted areas on end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the main part has a crack.